Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to the wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. A donor related leukoreduction failure cannot be ruled out. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count. It was confirmed that the trima accel system operated as intended and there were no unusual events during the procedure. Individual donor tolerance to citrate may be a contributing factor. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #:(B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to the wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. A donor related leukoreduction failure cannot be ruled out. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count. It was confirmed that the trima accel system operated as intended and there were no unusual events during the procedure. Individual donor tolerance to citrate may be a contributing factor. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to the wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. A donor related leukoreduction failure cannot be ruled out. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count. Review of the run data file showed that there were no events (alerts, adjustments, changes in pump speed, etc.) During the run that could have caused the reported ac reaction. Analysis showed this procedure remained will within the safety box limits. The procedure started with an ac infusion rate of 1.2 ml/min/l tbv and was lowered by the operator to 0.93 ml/min/l tbv at 33 minutes into the procedure and to 0.87 ml/min/l tbv at 46 minutes procedure time. The procedure completed at about 66 minutes with normal rinseback. The total amount of ac reported by the trima accel device was 425ml with 358ml to the donor, 54ml in the platelet product and the remaining 13ml in the kit.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.